Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Without the device returned for analysis or details or what occurred the investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a proglide device was "broken". It is unknown if the device was used on a patient or if the broken device was identified during device unpackaging. No additional information was provided.

Manufacturer narrative:
Patient codes: 2199 labeled na. Internal file number - (B)(4). Corrections: device status changed from no, not returning to yes, returned. Patient coding 3190 removed. Evaluation summary: visual inspections were performed on the returned device. The reported break was confirmed as a link break/suture retrieval issue. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing of the medwatch report, the proglide device was returned. Returned device analysis identified: the suture mediated closure (smc) system was returned with blood on and in the device. The plunger and suture were returned removed from the device. Both needle tips were engaged with both cuffs. The link was still attached to the anterior cuff. The link was separated at the posterior cuff. A device in this condition could not have achieved hemostasis. No additional information was provided.